Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer controller board issue. A field service engineer replaced the drawer controller board and restarted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that drawers were not detected and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.